Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker felt that their heart rhythm was off like the device was not pacing the bottom of their heart. Customer services referred the patient to their physician. This device still remains in service. No adverse patient effects were reported.